Event description:
It was reported the gastrointestinal videoscope experience no image and static issues during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and corrections. Updated fields: d4 - unique device identifier (UDI) #1, d9, h2, h3, h6 and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image based on the results of the investigation, the cause of the no image, static image, and flickering of the image is traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer